Event description:
Pt underwent an l4-l5 posterior lumbar fusion 6 months ago. Pt developed adjacent level disc disease on the superior level. Revision surgery was performed on (B)(6) 2012 and the construct was extended to l2-s1. Part of the revision included explanting 4 caps and 2 rods. While surgeon was removing these caps, the 2 unilateral caps were extremely difficult to loosen. Surgeon stated that too much force had to be used to remove them. The facility discarded the explanted hardware. This is the 9th of 10 reports submitted on this event.

Manufacturer narrative:
Investigation is ongoing; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Device is used for treatment, not diagnosis.